Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient said items such as gloves, bags and iodine prepping pads were missing in 14 intermittent catheter kits.

Event description:
It was reported that the patient said items such as gloves, bags and iodine prepping pads were missing in 14 intermittent catheter kits.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "incorrect operation". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review is not required because a review of the label could not have prevented this issue. The device was not returned.